Event description:
Needles breaking off in patients mouth. No injuries reported, potential for injury. Device information submitted limited to item numbers only. Product was discarded prior to recording lot information, and could not be returned for evaluation.